Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on (B)(6) 2018. The drug being delivered was 2,000 mcg/ml lioresal (baclofen) at 288 mcg/day. It was reported that on (B)(6) 2018, it was learned from the physician's rn (registered nurse) that the patient had his pump replaced last week (relative to (B)(6) 2018) and "something was wrong with the catheter." The physician had not seen the patient since the procedure. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-apr-24. In regards to the patient¿s pump replacement and the patient¿s concern that the new pump wasn¿t working as well as the previous pump, the hcp reported that a vast majority of these dealings have been with the rehabilitation doctors. They redirected to the rehab doctor. The rehab department did an early refill of the patient's pump last week (prior to the call date of (B)(6) 2018). It was noted that the patient's pump had the exact amount of drug that it was supposed to. The pump was refilled with 40 cc's, the patient was given a bolus, and their dosing was "bumped up." The patient is considerably better than he had been, according to the patient's mother, and had a "great response" to the bolus, according to the rehab doctors. The patient's mother also noted that the patient had begun going through puberty. The hcp noted that this is likely contributing to the patient's increased need for baclofen. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a manufacturer¿s representative (rep) on 2018-aug-08. The drug being delivered was 2,000 mcg/ml lioresal at an unknown dose. It was reported that the parent stated the patient has been different since pump replacement. There was no report of withdrawal or overdose symptoms, just reports of ¿being different.¿ there were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included a dye study that was performed. Initial catheter access withdrew 2 cc of clear fluid and injected 5 cc of contrast, but no dye flow was seen via x-ray. Cap accessed, 2cc of clear fluid withdrawn and 3 cc of dye was injected. Still no dye was visible via x-ray. Positive dye study. It was noted that surgical intervention was to follow. Interventions/actions that were taken to resolve the issue included an ultrasound set for (B)(6) 2018 to determine if fluid is in the pocket. The issue was not resolved at the time of this report. Surgical intervention did not occur, it was planned but not scheduled. There were no further complications reported/anticipated. Additional information was received from the rep on 2018-aug-23. It was reported that during surgical intervention, the pocket was visibly full of fluid and they could see the drug leaking out around the sutureless connector. The connector seemed to be properly connected but it was absolutely leaking into the pocket. They replaced the connector and ensured catheter patency. The rep was to send the connector back for analysis. They are keeping the patient for observation and ordered the pump decreased to 150mcg/ml. There were no further complications reported/anticipated. Additional information was received from the hcp on 2018-aug-23. It was reported that the catheter was disconnected from the pump. The connection was not secure and there was some leakage out of the sutureless connector. The hcp stated they did not do the implant so she is unsure how the catheter was connected back in (B)(6) 2018 when the pump was replaced. Ever since that replacement the patient has had a return of symptoms that required dose adjustments. The change in therapy/symptoms was noted as ¿sudden.¿ the patient started at 250 mcg/day following the replacement and the dose was increased to 584 mcg/day (dose the patient was receiving today prior to the revision). They decided to start the dose at 150 mcg/day after the revision today ((B)(6) 2018) since the patient clearly was not receiving the drug as intended. The hcp was unsure why they didn't check the catheter earlier given the symptoms so soon after replacement in (B)(6) 2018. The issue was diagnosed during a revision. The reason for the call today was the patient is not waking up after the revision surgery. The caller is questioning how the prime was programmed. The caller confirmed the sc connector was replaced and spliced to the existing catheter. The caller confirmed the catheter was cleared completely and then the prime was programmed. Upon further discussion, it was reviewed the possibility the caller did not have the session report of when the prime was programmed as it did not appear anywhere on the report. The caller is going to follow up with the rep to see if there was another report that show what was programmed during the prime. The caller requested help interpreting the session report, she states she is not used to the new format of the report and doesn't understand what is meant by 24 hour dose and that all she wants is to see what was primed. Upon further discussion it appeared the caller did not have the report that contained the priming information. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 335.9 mcg/day, and the patient also stated 114 mcg baclofen at 12 mcg/hour. The reason for use was intractable spasticity. It was reported that the patient¿s pump was implanted on (B)(6) 2018 and they were convinced the pump is not working, stating that the doctor is convinced the pump is working. The caller stated that the patient¿s previous pump worked great, the patient¿s legs were loose ¿and everything else.¿ no allegations were made against the previous pump/longevity. When the patient¿s new pump was implanted, the patient had the same exact settings, but their spasticity has been horrible and the patient¿s dose has increased 3 times now, which has not made a difference. The caller asked if there are ways to test the pump to see if the system is working other than aspirating at the next refill. It was reviewed a potential dye study and recommended that the caller follow up with the healthcare professional (hcp). It was also reviewed that the hcp can call technical services with further questions. No interventions were mentioned. The situation was being addressed by the hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-oct-29. It was res reported that the catheter had to be sent to risk management at the hospital after the procedure. Risk management has not released the catheter at this time. There were no further complications reported/anticipated.